Manufacturer narrative:
(B)(4). The manufacturer requested additional information regarding the treatment like for example the perfusion protocol and information on the drug- / anticoagulation management of the patient. The following details were provided: due to his disease, many drugs were administrated to the patient. Also a lot of transfusion were administrated. The rpm mode was used during the event. Several alarms were displayed, but the customer did not write down the displayed alarms. Also a small phenomenon of suction was noticed at the cannula. No further detailed information was provided and it was confirmed that no additional information will be available. A maquet field service technician evaluated the device in question and no malfunction of the device could be confirmed. The device was successfully tested to manufacturer specifications. In addition a clinical evaluation of the available information was performed with the following results: the drop of the blood flow to 0 l/min during normal rpm is typically interrelated with an occlusion upstream or downstream the centrifugal pump. Occlusions can be generated by kinking of the tubes, clotting of the oxygenator, thrombus in the inflow or outflow lines or suck-down of the inflow cannula. According to the customer the patient was under dialysis and very ¿empty¿, and a small phenomenon of suction was noticed at the cannula. Therefore a suck-down of the inflow cannula can´t be excluded. The root cause of the incident is unknown by clinical side because of insufficient information. A malfunction of the device in question cannot be confirmed. Non-device related factors, like for example the patient condition or handling difficulties, may have contributed to the event. It is recommended to schedule a user training.

Event description:
It was reported that during an ECMO (extracorporeal membrane oxygenation) procedure on a patient, the flow suddenly dropped with a decrease of the arterial pressure and desaturation. The rpm (rotations per minute) was ok but the displayed flow was 0. The perfusionist used the emergency drive and restart the rotaflow console without problem. The perfusionist opened the rotaflow menu to check the lower flow limit but had no access to this menu. After several manipulations, it was decided to switch the console to the free mode. At this time, the flow stopped again and the emergency drive was used again. The perfusionist decided to replace the rotaflow console. The patient died but without link with the event. In addition the hospital precises that the patient was under dialysis infusion and was very "empty" when starting with the new circuit. Before the event, on (B)(6) 2015, the patient was transferred from (B)(6) to the (B)(6) because of a problem at the lungs. The patient was put again under ECMO after a bi-lung transplant. The actual cause of death was due to the several diseases linked to the original disease (tga). (B)(4).